Manufacturer narrative:
Investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, black spots are observed on the surface of the barrel. Based on both the visual characteristics and the line near the spot, the marking were determined to be ink from the marking process. A device history review was performed for the reported lot 2206074, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, this incident was determined to have occurred due to a failure during the marking process. Based on the preventive measures in place and the current inspection plan, we believe this is an isolated incident with an unlikely reoccurrence. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that black/grey dots of foreign matter were found inside the bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter: "we have syringes from you, which we need to produce cytostatic. Now we had inside of a syringe (1x 20ml) a small black/grey dot."